Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 389 mg/dl due to the customer consuming candy. To address the bg level, the customer delivered a correction bolus with the pump. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received a low insulin alert at 12 units of insulin. However, the insulin gauge displayed 60 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate.